Event description:
The customer stated there are no audio tones coming from the insulin pump. The customer stated she changed the batteries to try to solve to problem but the insulin pump still does not give any audio tones. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.